Event description:
It was reported that approximately three weeks post implant, the patient complained of low heart rate in the forties. It was reported that there was possible complications with the implantable pulse generator (ipg).the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.